Event description:
It was reported that an asymptomatic patient presented via a remote transmission showing non-sustained right ventricular over-sensing (nsrvo) due to post-paced t-wave over-sensing (pptwos). Programming changes were discussed but not made at this time.